Manufacturer narrative:
Complaints of this nature are being investigated under (B)(4).

Event description:
The surgeon implanted a cc4204bf collamer lens. The lens tore upon insertion into the eye. The lens was removed. No pt injury.